Event description:
According to the reporter, intra-operatively of a traffic reconstruction procedure, after firing to perform transit reconstruction, when the surgeon removed the stapler after performing the anastomosis, the anvil of the instrument remained stuck in the rectal canal. Assistance from another surgeon was required to remove the head through the surgical incision via the abdominal route through the same abdominal incision. The procedure was extended for one hour due to the issue.

Manufacturer narrative:
Medtronic aware date is 21-jan-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, after firing to perform transit reconstruction, when the surgeon removed the stapler after performing the anastomosis, the anvil of the instrument remained stuck in the rectal canal. Assistance from another surgeon was required to remove the head through the surgical incision via abdominal route. The procedure was extended for one hour due to the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.